Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic patient record from the reported event and was able to confirm that the device cycled power multiple times. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when the code summary button was pressed. The customer advised that a patient was being monitored with a 4-lead ECG, blood pressure cuff and pulse oximetry. Medical personnel then pressed the code summary button and the monitor began to print, but then powered off and then on again. This occurred multiple times during the event, each time the code summary button was pressed. The customer advised that one battery was low and second battery was fully charged during the event. There was patient use associated with the reported event; however, there were no reports of any adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
After additional testing, physio-control was able to duplicate the reported issue. Physio then replaced the power pcb, battery power cable assembly and all four battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control evaluated the removed battery pins and determined that it was the primary cause of the reported issue. Physio observed that the battery pins had worn out plating at the contact points. Physio-control also examined the removed power pcb assembly and observed contact corrosion (loss of plating and pitting) on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion (plating from the mating connector) on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Contact corrosion at j11 and p11 can potentially cause an excessive voltage drop during defibrillator charging which may result in the device losing power unexpectedly.